Manufacturer narrative:
Additional information received and box h11 should be reported as : the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging pulmonary hypertension, ptsd and depression. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that unknown brown and black dust-like contamination, inconsistent with degraded sound abatement foam, at the air inlet of the blower box. White dust-like contamination on top of the blower motor and the blower motor seal. Unknown brown and black particle contamination, inconsistent with degraded sound abatement foam, on the top enclosure. Also, potential hair/fiber contamination on the top enclosure. Unknown brown and black particle contamination, inconsistent with degraded sound abatement foam, on the rear panel. Also, potential hair/fiber contamination on the rear panel. Unknown brown and black particle contamination, inconsistent with degraded sound abatement foam, on the bottom enclosure. Also, potential hair/fiber contamination on the bottom enclosure. Unknown black particle contamination, inconsistent with degraded sound abatement foam, on the front panel. Also, potential hair/fiber contamination on the front panel. Potential mineral deposit spots on the bottom of the blower motor, indicating potential liquid ingress. Potential mineral deposit spots on the bottom of the blower box, indicating potential liquid ingress the manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.